Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device prompted a "unit failed" and a red "x" indicator message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was tested using test batteries and pads by bench handling, power cycling, and functional stress testing, but the reported problem was not observed. The device passed on/off current testing. No pads or batteries were returned with the device for evaluation. Review of the device history log did see three occurrences of defib did not charge during the power-on charge test. These would cause the device to fail in both rescue and non-rescue modes and the rfu to display the red x. The device history log has very little data, therefore it cannot be determined if the error code was battery related. Course of action advises to replace the main board as precaution. No emerging trend based on similar reports.